Event description:
It was reported that, cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) had a failure of the cart power supply. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).

Manufacturer narrative:
Updated fields:b4,d9,e1(initial reporter)(event site mail),(telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings,conclusion),h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any additional information is received in the future, the complaint will be reopened and updated accordingly.